Event description:
Dr performed a plif surgery on (B)(6) 2013. The 51 days later, the implant had migrated causing pain. The implant was removed in a revision surgery. The dr noted that the device was slippery and the endplate had been damaged. The dr attributed the endplate damage to the implant. The pt was described as extremely degenerative.

Manufacturer narrative:
Device returned to amedica for evaluation on (B)(4) 2013. Evaluation is pending.